Manufacturer narrative:
The customer complaint of a pin hole in the upper y-site could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing has a pin hole in the upper y-site of the infusion set that was discovered after the patient received a platelet transfusion. No patient harm was reported, and the set was not saved.